Event description:
Spontaneous call from patient mother. Cadd ms3 pump sn (B)(4)- she states when she tried to change the cartridge on (B)(6) the pump brought up a 'program default' error and was beeping. Based on the rest of the conversation with her, I believe the internal battery died and the programming was reset. Advised her to make sure the pumps always have a battery in pump so that programming does not reset. No harm to patient. Not hooked up at the time. No missed doses, sending new pump to them for tomorrow and they will return broken pump to us. No further information available. Reported to (B)(6) by: patient/caregiver. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: primary pulmonary hypertension.